Event description:
It was reported to philips that the system did not start up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system was unable to start-up. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found that the host pc did not start. The fse found that the cmos battery was defective and decided to replace the battery. To resolve the issue, the fse replaced the bios battery. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.